Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/30/2017, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. No additional event or patient information is available. No product or data was provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined.